Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction caused due to component failure. However, for camera will not connect to the system., a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. Date of event is unknown. Additional information will be provided if available,

Event description:
The customer returned the camera head to the service center for evaluation related to a separate issue. During testing the repair center technician found failed leak test. There was no patient involvement.